Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl. The cause was unknown; however, customer's continuous glucose monitor (cgm) not available as customer did not have cgm supplies. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.